Event description:
Reference number (B)(4). Event occurred in switzerland. It was reported that the patient faced infusion set tubing bent event on (B)(6) 2025. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: switzerland.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: revision 21 of (B)(4) does not require a complaint that is type 2 reportable to open a child investigation. This child investigation was opened against a previous revision of (B)(4). Complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6001483, in question was manufactured at the reynosa site. Device history record (DHR) review: the lot 6001483 was manufactured according to the work instruction (wi) version 91 and packaging in the multivac m10 on 17/may/2023, with a total of (B)(4) units. An non-conformance (nc) for sterilization process / sterigenics was performed for sterilization. The sub-assembly gluing of tubing of the lot 3e00968 was manufactured according to the wi version 55 and manufactured in the machine sc05, on 15/may/2023, with a total of (B)(4) units. The sub-assembly gluing of tubing of the lot 3e00967 was manufactured according to the wi version 55 and manufactured in the machine sc06, on 16/may/2023, with a total of (B)(4) units. The sub-assembly gluing of tubing of the lot 3e03144 was manufactured according to the wi version 55 and manufactured in the machine sc05, on 17/may/2023, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Conclusion summary of complaint investigation: as a result of the following: one non-conformance (nc) was raised during the process unrelated to the malfunction reported, no trend identified for the lot in question and malfunction code, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan.therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.